Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. Customer was I a bus and didn't know if the alarm was caused by the heat. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. Mother did not have the information on the insulin pump and would be calling back when device is available to arrange replacement.